Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the system had no power, no boot. There is no report of injury or death associated with the event described in this complaint.